Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 440 mg/dl. Customer was assisted with troubleshooting and declined for high blood glucose level. The customer did not experienced symptoms of high blood glucose value. The customer also stated that insulin pump cannot get to rewind all the way. Customer also stated that insulin pump was stuck in the fill tubing. The insulin pump will not be returned for analysis.